Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient underwent bilateral device removal and replacement with 275cc mentor memorygel breast implants, catalog 3502751bc, serial numbers (B)(4) on the left side and (B)(4) on (B)(6) 2020. On (B)(6) mentor became aware that upon explantation, it was discovered that both implants were intact. On (B)(6) 2020, the photo investigation was completed. Photo investigation summary: upon visual inspection of the image, two implants with no apparent damage were observed. It is not possible to identify the lot number of each implant. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. All mentor product is 100% visual inspected prior to release. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent breast augmentation with 375cc mentor memorygel breast implants and experienced bilateral rupture postoperatively. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2020. This report is for the patient's right-sided device.